Event description:
It was reported that the patient was in the hospital for an unrelated condition. During the patient¿s stay, multiple bradycardia episodes were noted. Device interrogation found that the pacemaker exhibited inadequate pacing. Programming changes were performed to resolve the issue. The patient was discharged.